Event description:
A user facility¿s biomedical technician (bmt) reported that a visible, external dialyzer blood leak occurred 5 minutes into a patient¿s hemodialysis (hd) treatment. The machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 650ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Corrected information: d10.

Event description:
A user facility¿s biomedical technician (bmt) reported that a visible, external dialyzer blood leak occurred 5 minutes into a patient¿s hemodialysis (hd) treatment. The machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 650ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, blood was present throughout the dialyzer and coagulated blood was present in the header caps. A bubble point leak test was performed on the returned sample. No leak was detected, possibly due to the coagulated blood in the header caps. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment measuring approximately 0.36mm in length above the pu was identified at approximately 170° with the ports situated at 0° on the non-cavity ID end. An opposing end was not identified. There was no other damage or irregularities noted. The returned sample was subjected to a laboratory external leak test in which the dialyzer was submerged in water and pressurized incrementally. There was no leak detected on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility¿s biomedical technician (bmt) reported that a visible, external dialyzer blood leak occurred 5 minutes into a patient¿s hemodialysis (hd) treatment. The machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 650ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.